Manufacturer narrative:
The damaged sag head and bad bearings were found to be the cause of the customer's complaint.

Event description:
The micro sagittal saw was sent for evaluation due to overheating during a procedure. The procedure was completed with the same device; no adverse event was associated with the device.